Event description:
Boston scientific received information that during a generator change out procedure, prior to pocket closure, when this chronic right ventricular (rv) lead was connected to the pacing system analyzer and the new implantable cardioverter defibrillator (ICD) intermittent capture and impedances over 2000 ohms was observed. There was report that the lead was fractured or insulation breach may have occurred during generator change. As a result this lead was surgically abandoned and a new lead was successfully implanted. The new device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. This product issue will be updated if additional information is received.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--